Event description:
The customer reported the system displayed a generator error. This would cause the system to shut down or stop producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The 5 volt power supply was adjusted as a precautionary measure. The system operates as intended.